Manufacturer narrative:
(B)(4). Radiographs were received confirming the event. There is no plan for revision, and the patient will continue to be monitored. No product will be returned, no product information was given, and no further evaluation of the product can be completed at this time. Patient activity at the time or prior to the event is unknown. Patient's bone quality is unknown. The degree of spinal instability is unknown. It is unknown if the patient complied with post-operative care instructions or sustained a fall/impact of some sort. The root cause of this reported event has not been determined. Review of labeling notes: warnings cautions and precautions product labeling indicates "...potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."

Event description:
On (B)(6) 2015 patient received alif intervertebral fusion device with integrated fixation at l5-s1. On (B)(6) 2015 during routine follow up it was noted that one of the integrated bone screws had fractured. The patient is asymptomatic and stable.